Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that prior to use of a tampon, the string was ripped off at the top. Multiple attempts have been made to obtain further information; however, no further information has been received.